Manufacturer narrative:
(B)(4). Method: films evaluation. Results: endoleak. Anatomy related; short and conical neck. Conclusion: anatomy related; short and conical neck.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck length was 12mm with a proximal neck diameter of 22.9mm in diameter and the distal neck diameter was 25.3, with a 45 degrees aortic neck angulation and no calcification. It was reported that intra-operatively and after the main body was deployed, the stent graft tilted to the left aortic wall due to the neck angulation. The angiogram revealed a proximal type I endoleak. The physician implanted an endurant aortic cuff; however, a slight type I endoleak still remained. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine. A review of pre-implant 3d worksheet shows a short and conical neck, with minimal calcification. The amount of neck thrombus is unknown. The challenging neck likely contributed to the type I endoleak.